Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed invalid data for atrial sensing. Atrial undersensing was noted on stored electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.